Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the during an unspecified surgical procedure, the small battery drive device was making funny noises and didn't sound right. During in-house engineering evaluation, it was determined that the device motor made an unusual grinding noise and had corroded gears and bearings. It was reported that the device was used in surgery. It was not reported if there were any delays in the surgical procedure, or whether a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.